Event description:
The customer reported the loudspeaker on their intellivue mp30 patient monitor is defective. The customer has requested bench repair for the defective speaker issue. It is unknown if the device was in clinical use. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the loudspeaker on their intellivue mp30 patient monitor is defective. The customer has requested bench repair for the defective speaker issue. It is unknown if the device was in clinical use. There was no adverse event reported.